Manufacturer narrative:
A sample has not been received. If a sample is received, an investigation will be done and a supplemental report will be filed upon the completion of the investigation.

Event description:
Customer states that on (B)(6) 2014, he was doing an injection into his penis and the needle broke off of the insulin syringe. He then states that he was admitted to a hosp and the needle was removed surgically.